Manufacturer narrative:
Report source (2021 reports): this event took place in (B)(6), software logs have been received, but not analyzed. No other products have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cervical spine procedure. It was reported that the first registration with the cervical spinal CT navigation was completed, and the screw was inserted. Suddenly, the power of main cart turned off while waiting for the next registration. After that, the power was turned on again, but the power turned off in a few seconds. The operation was completed without any problem using another navigation system. After the operation, inspection was performed, but it started up and could be used without any problems. Delay and patient impact information was unknown. Additional information was received. It was reported that this issue occurred while the system was plugged in to a known working outlet. There was a reported delay to the procedure of about 5 minutes because the system was replaced with another one. There was no reported impact to the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery was required to be replaced. Once replaced, the system then passed the system checkout and was found to be fully functional. No devices were returned to medtronic for analysis a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Continuation of d10) product ID: 9735740, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown h3: the uninterruptable power supply (ups) was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the ups hardware analysis. H3: the battery was returned to the manufacturer for analysis. Analysis found that the battery would heat up and shut down the ups. Analysis found that the reported event was related to a electrical issue. H6: fdm b01, fdr c02, and fdc d02 are applicable to the battery hardware analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.